Manufacturer narrative:
It was reported that "telfa pad began to shred after pad submerged into saline. Patient monitored for impact of any potential foreign debris on wires introduced into patient." No injury was reported. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
"Internal components of telfa pad began to shred".